Event description:
It was reported that, "during the tka, the surgeon could not properly combine the nrg bearing insert onto the series 7000 standard tibia. Because, the posterior of the insert was unstable. Therefore, he implanted a spare insert instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.